Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting error code 1134 check vent: blower stalled message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated that device was turned into biomed with error code 1134. The rse troubleshot with customer and verified the error code in the event log. The rse had the customer check rpms for blower motor when adjusting pressure. The blower rpms stayed at 3000 no matter what device was set to. The rse provided troubleshooting steps per philips service manual of what the manufacturer recommends. The customer requested part number and price for a replacement blower assembly for the repair. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
It has been confirmed that there was no patient involvement at the time the issue was discovered. The customer replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.